Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint regarding cable issues was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted left hemicolectomy surgical procedure, the small grasping retractor had a broken wire that was sticking out at the joint. The procedure was completed with no reported injury.